Event description:
It was reported that battery was charged overnight. However, the ventilator was shut down after one beep. Add'l info: the problem was noticed quickly and the pt was put with another ventilator. Please note that there was no death or no severe injury involved in the incident.

Manufacturer narrative:
The ventilator was not received by newport medical instrument inc yet. As soon as the ventilator is returned, it will be forwarded to mfg/flight medical ltd, for further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.